Manufacturer narrative:
(B)(4) follow up since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.

Event description:
It was reported that the bd safetyglide needle was clogged /blocked. The following information was provided by the initial reporter: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No, adverse events or injuries reported to me. 2. Can you please provide an exact date of event in format dd-mmm-yyyy 12/4/2024 & again today on 12/13/2024. 3. Total number of occurrences? There have been three occurrences. I have contaminated product and unopened remainders of lots from two occurrences. 4. Please confirm to which address we need to use to send return label? Please ship return labels and or containers to my attention at the address below.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.